Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that calcified annulus (patient anatomy) would not allow full expansion of the valve leaflets. The issue was successfully resolved through implant of a second valve, valve-in-valve at the same depth, which improved the pvl from severe to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve the patient¿s calcified annulus would not allow full expansion of the valve leaflets, resulting in severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve, which improved the pvl from severe to mild. There was no further treatment or intervention. No subsequent adverse patient effects were reported.